Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm was informed by the customer's biomed that their iabp units are not plugged into ac power at all times as required per factory specifications to keep the batteries working to optimal performance. The stm charged the batteries to "full" status then ran the battery runtime test including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during patient use and while in transport, the cs300 intra-aortic balloon pump (iabp) shutdown. There was no patient harm or adverse event reported.